Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue. No pump error alarm noted.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was performed self test and it was passed. The insulin pump will be returned for analysis.